Event description:
It was reported by a neurologist that he received an error message when trying to interrogate pt's vns device which indicated that generator was disabled. The surgeon likely used electrocautery during implantation of the generator which led to this malfunction. The surgeon has been notified regarding the usage of the electrocautery. Surgery to replace the generator is likely.

Event description:
A review of available programming history from the date of implant, (B)(6) 2010, was performed. The "vbat < eos threshold" warning message was not observed in the available data. However, electrocautery was likely used after the time of the last available programming history.

Manufacturer narrative:
Analysis of programming history. No anomalies were observed in the available history, however the use of electrocautery during implant is still likely.